Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to cross/flared struts. It was reported that there was difficulty crossing the lesion in the obtuse marginal (om) with a 3.0 x 8 mm promus, it was removed, undeployed. When the stent delivery system (sds) was removed, it was noticed there was a stent strut sticking up. No dissection was noticed at this time. Then it was attempted to stent the om with a 2.5 x 8 mm promus; it also was unable to cross and was removed. A stent strut was noted to be sticking up. The physician then pre-dilated with a voyager balloon, and stented the om with a different 3.0 x 8 mm promus. The sds was removed, and it was at this time the dissection of the left main was noticed. The patient was asymptomatic, and the dissection was noticed doing post stenting pictures. After consulting with another physician, the decision was made to stent the dissected left main. The left main was stented with a 4.0 x 8 promus. An ivus was performed of the left main, and all looked clear. All in all, it went well, and the patient was never symptomatic. No additional event or patient information is available.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system indicated is being filed under the same MFR number. The third promus everolimus eluting coronary stent system, and the voyager are being filed under the different MFR numbers.